Manufacturer narrative:
Software error was present in the pump trace download, problem isolated to electronic assemblies. Unit passed displacement test and self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had software error. Blood glucose was unknown. The insulin pump will be returned for analysis.